Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High power microscopic visual inspection of the lead barrels and header of the device noted the header is slightly separated from the case of the device. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Review of the device memory indicated the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that during a general change out procedure, the header of this cardiac resynchronization therapy defibrillator (crt-d) broke off. The crt-d was explanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This device has been received by boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a general change out procedure, the header of this cardiac resynchronization therapy defibrillator (crt-d) broke off. The crt-d was explanted successfully. No adverse patient effects were reported.